Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawers malfunctioned due to a short circuit in the drawer board of drawer 4, thereby preventing the station from powering on. A field service engineer stated that there was delay in dispensing the medication to patient. Subsequently, the engineer replaced the drawer board in the main drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a communication issue, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.